Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s nurse reported via phone call that the emergency medical service was dispatched and the customer was hospitalized on (B)(6) 2017 due to low blood glucose. The customer was found unconscious by her brother and sister-in-law. The customer¿s blood glucose at the time of admission was 18 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The customer was still in the hospital at the time of the call. They were being treated with intravenous therapy, food, and manual injections. The customer¿s current blood glucose was 280 mg/dl. Troubleshooting on the insulin pump was performed but not completed. The drive support cap was flushed. The device was returned for analysis.

Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Drive support disk was inspected and no anomalies were noted. Unit passed the dat test. Unit received with minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.